Event description:
It was reported during implantation of an intraocular lens (iol) into the left eye, there was capsular failure. The incision was enlarged to allow for removal of the iol, a backup lens was implanted, and a suture was used to close wound. Patient prognosis is good. In the surgeon's opinion, the most likely cause of the event is a defective lens. Additional information was requested, but not received.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the lens with a haptic slightly bent in the loop area. The product evaluation could not verify the failure mode due to the condition in which it was returned. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.